Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the implantable cardiac monitor was removed after the patient developed erosion and infection. No further information was available.